Event description:
Reportedly, the instrument cut the bowel, but did not staple. Another eea was then used and fired successfully. Upon obtaining additional information (04/02/2007), it was determined that the device did staple, but did not fully cut. The surgeon resected tissued and applied another device with successful results. Procedure: lar.